Event description:
Information was received indicating that this ambulatory infusion pump was constantly beeping. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection revealed the device to be in "good" physical condition; but the battery door was noted to be missing. There was no evidence of the reported problem in the event history log. The reporter error was not able to be duplicated during testing. The complaint was not confirmed.